Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin leaked out during the prime and that the knob was not stopped. The problem was resolved after a new reservoir was used. The blood glucose reading was not given. The reservoir was not returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran the basal, bolus leaking tests and no leaks were noted.